Event description:
Pt had pain pump catheter placed in shoulder joint during surgery. On follow up visit. Physician was removing catheter, and it broke. Leaving a piece in the pt's joint. The pt required an additional surgical procedure to remove the piece of catheter.